Manufacturer narrative:
Internal complaint reference: case-(B)(4). T.r.c. Davis (1990) intertrochanteric femoral fractures: mechanical failure after internal fixation. Journal of bone and joint surgery.

Event description:
It was reported that on literature review "intertrochanteric femoral fractures: mechanical failure after internal fixation", seventeen 17 patients who initially underwent primary fixation of a femoral intertrochanteric fracture with a hip screw and plate experienced intramedullary hip screw cut out. Three (3) of them demonstrated the implant tip reaching the joint space. Additional details on the measures taken to resolve these incidents are not known. The outcome of all patients is not known. No further information is available.

Manufacturer narrative:
Section h6 (impact code) was updated. Section d10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to bone degeneration, lack of ingrowth, surgical technique, size of device, patient anatomy, abnormal loading and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).